Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. As reported in the complaint text, the available sensing trend curve showed a sharp decrease from approx. 13 mv to <2 mv shortly after the implantation procedure in (B)(6) 2016 which was most likely due to a dislodgement of the lead. In (B)(6) 2016 at the time of the mentioned repositioning, the sensing values had suddenly increased and were around 10 mv. Subsequently a slight gradual decrease of the sensing curve was visible to approx. 5 mv. Furthermore 3 x-ray images were provided for analysis. The first one was taken on the date of the implantation procedure. In the available projection the fixation helix was not visible. Thus it is conceivable that the fixation helix was not properly extended. The second x-ray image was taken on the date of the repositioning with a clearly extended fixation helix and no peculiarities. The third x-ray image was taken in (B)(6) 2017. The generator housing showed a different position indicating a rotation. The lead demonstrated less slack compared to the previous x-ray image. It cannot be excluded that the lead was subjected to tensile forces due to the movement of the generator housing. However, in spite of the available information, no definite conclusion can be drawn regarding the root cause of the clinical observation. Should additional information become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of approximately 12 months, undersensing was reported. At the moment, biotronik has no further information with regard to a revision procedure.